Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not getting a video signal from the external pc. The issue was found during the setup. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, however the reported issue was verified by the technical assistance support (tac). A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the reported issue could not be established. The customer contacted olympus technical assistance support (tac) via phone. The technical assistance support provided remote troubleshooting regarding the customer not receiving a video signal from the video system center to an external monitor. The customer was not able to confirm what platform the external monitor was running on. The technical support agent asked the customer which signal from the video system center they were trying to use and explained that it needed to be connected directly to a monitor to confirm whether a signal was being output from the video system center. Troubleshooting was unable to resolve the reported allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.